Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the master tool manipulator (mtm) to resolve the issue. System tested and verified ready for use. Isi received the mtm involved with this complaint, but have not completed the device evaluation. A follow-up MDR will be submitted once fa completes the device evaluation. A review of the site's complaint history does not reveal any related complaints involving this product or this event. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed multiple errors that were related to the reported complaint occurred during the surgical procedure. This complaint is being classified as a reportable event due to the following conclusion: the customer converted after the start of the procedure due to non-recoverable errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields is not available. Fields are not applicable.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, error 23030 occurred followed by error 23027. When the customer recovered from these errors, a non recoverable 41070 fault occurred. Prior to calling intuitive surgical, inc. (Isi) technical support, the isi clinical territory associate (cta) had power cycled the system and system powered on with error 23027. When the customer recovered from error 23027, a non recoverable 41070 fault occurred. Isi technical support engineer (tse) confirmed 23027 and 41070 in logs. Tse had cta physically inspect both master tool manipulator (mtm) and found no visible differences between the two mtm grip axis. Tse walked caller through hard power cycle of surgeon side console (ssc) with no change. Cta stated they have another ssc which is not in use and tse confirmed both systems at p9f software. The procedure was converted to another da vinci system (ssc) with no reported injury to the patient. On 08-feb-2022, isi contacted the original reporter and obtained the following information: site converted to another ssc that wasn't being used and they completed the procedure robotically. There was no injury to the patient. On 15-feb-2022, isi contacted the robotics coordinator. Patient demographics, relevant testing, and medical history was requested, but was not provided.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, h3, h6, and h10. D02 - intuitive surgical, inc. (Isi) has received the master tool manipulator (mtm) involved with this complaint and completed the device evaluation. The mtm was returned for failure analysis, and the reported failure (error 23030) was unable to be reproduced, but could be confirmed as having occurred via field error logs. Visual inspection was performed. Sine cycle was performed and failed with error code (23027). During evaluation, fa used a golden test pot for axis 2,3 and axis 3 ffc. All tests passed. The following parts will be replaced as a fix: axis 2 pot, axis 3 pot, axis 3 ffc.